Event description:
Patient was undergoing capsule endoscopy and swallowed a capsule for the purpose of looking at the small bowel mucosa (the likely area of disease) to monitor the effects of treatment with remicade. The pt had undergone a previous capsule endoscopy with no problems. Clinically, the pt had improved after remicade and was doing well. The pt returned some eight hours after ingesting the capsule to return the recording device and was asymptomatic. Some hours later, the pt began vomiting and developed abdominal pain. The pt's family member called the on-call dr who instructed the family members to take the pt to the emergency room for an exam and x-rays. The capsule was found in the abdomen and a gas pattern on the x-ray suggested small bowel obstruction. The pt was admitted to the hosp for observation and further imaging. The pt underwent a CT scan of the abdomen, which showed free air. The pt was taken to surgery where an exploratory laparotomy revealed thickened terminal ileum, a small perforation at the proximal end of the thickened terminal ileum and the capsule in the lumen of the intestine. The capsule was intact. The diseased segment of the ileum and cecum were resected and an ileostomy was created.